Event description:
It was reported during a percutaneous coronary intervention (pci), stent damage occurred. The lesion was located in the left anterior descending artery (lad). A 28 x 3.00 mm taxus element stent was implanted. It was reported that the first struts of the stent became damaged by the delivery balloon. Another 4.0 x 12 mm taxus element stent was implanted proximally. The patient remained stable and no complication was reported.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).